Event description:
It was reported that on (B)(6) 2009, dr dictated that the patient ¿¿has had a complex back history. He says he was hurt at work. He had a laminectomy and then a fusion and now may need another back surgery.¿ ¿he takes eight or ten tylenol a day and it is really not helping him. He thinks he had a better quality of life when he is taking vicodin and he would like more of it.¿ (B)(6) complained on non-radiating back pain. Dr dictated, ¿I told patient that the hardest thing about vicodin is getting off of it. I recommended that we try something else instead since he has been off of it for four months. I suggested tramadol 50 mg qid, 120 tablets.¿ on (B)(6) 2009, the pt complained of chronic back pain to dr. Dr dictated, ¿he had a previous surgery and then there was a bone graft that apparently wan not taking properly. He was followed by the orthopedic surgeon at (B)(6). This is a workman¿s comp issue now. Workman¿s comp did not want to pay for further evaluation and so his follow up with this doctor was held up. He is currently ma qualified and the workman¿s comp case is still open according to the patient; his lawyer is working on it.¿ on (B)(6) 2009, the pt called dr office complaining of back pain and received vicodin 5/325, 4 tabs per day as needed for pain on (B)(6) 2009, the pt saw dr for follow-up on chronic pain. Pt complained of severe back pain and unable to do much. As of this date ((B)(6) 2009), he was ¿waiting for some resolution of his symptoms after a work related injury.¿ on (B)(6) 2009, (B)(6) went to dr for smoking cessation. Dr noted that (B)(6) ¿takes about four vicodin per day. He tried taking naprosyn but had side effects with it. ¿ on (B)(6) 2009, the pt saw dr. Dr dictated, ¿(B)(6), trying to get it covered by wc through (B)(6). Got hurt (B)(6). Had spinal fusion, cages-never had bone growth around the cages. Two years ago slipped on the ice and got hurt again (B)(6) 2007.¿ dr also dictated on (B)(6) 2009, ¿pain level at 7-8 at baseline. Located lower back both hips feel like they¿re being crushed. Not radiating below hips.¿ ¿three vicodin used to help, was on 4 per day, increased to 6 per day 2 weeks ago. Had epidural steroid injections x3, no relief.¿ on (B)(6) 2010, the pt saw the nurse at dr office for review of pain meds. The nurse dictated ¿he is worried that he is getting addicted to his pain meds.¿ ¿he is feeling that the next step is surgery on his back¿¿ it is also noted on this day ((B)(6) 2010), that the pt had MRI in 08 which revealed l5-s1 bulge and herniation, post-operative changes. On (B)(6) 2010, dr dictated ¿having a lot of pain right flank started 3 weeks ago constant pain, worse with rolling in bed, bending forward-lightning bolt.¿ on (B)(6) 2010, the pt went to see dr for ingrown toenail and also stated he needed refills on his pain meds. The pt stated he wanted to stop his pain meds so he flushed them down the toilet on (B)(6) 2010. Had withdrawals and shakes during the night. On (B)(6) 201, the pt saw the nurse at dr office and the nurse dictated the pt is taking percocet and wants to get off the med. ¿he has been talking with his lawyer. They are working with (B)(6) to get the back surgery. ¿pt taking flexeril, percocet and naprosyn. Further orthopedic surgery plans pending. On (B)(6) 2010, the pt called dr office asking for sleeping med. Said oxycodone all gone now and he can¿t sleep. Ambien prescribed. On (B)(6) 2010, the pt called dr office and stated he was 2 weeks free of oxycodone and ¿doing much better without it.¿ still in pain but ¿dealing with it day by day.¿ participating in physical therapy. On (B)(6) 2012, dr dictated, ¿pt now on disability because of low back pain-had a failed fusion.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.